Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with multiple noise reversions that resulted in oversensing on their right ventricular lead. The patient was seen in clinic during the week of (B)(6) 2021, where it was determined that the cause of the noise episodes was due to a washing machine. The patient was instructed to stay away from the washing machine. No intervention was reported. The patient's status was unknown.